Event description:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / daily pain') and device dislocation ('essure not visualized in hysteroscopy') in a (B)(6) year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (male in 2011 and male in 2013, both vaginal delivery) and gravida ii. Concomitant products included diclofenac sodium from (B)(6) 2018, estradiol valerate + norethisterone enanthate (mesigyna) from (B)(6) 2019 to (B)(6) 2020 and hyoscine butylbromide (buscopan) from (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("headache") and back pain ("lumbar pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts left and right side"), 3 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss") and dyspareunia ("dyspareunia"). On (B)(6) 2020, the patient experienced vaginal haemorrhage ("vaginal bleeding days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020, the patient experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamycin (clindamicin), gentamicin (gentamicin) and surgery (essure removal salpingectomy and subtotal hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, headache, back pain, ovarian cyst, abnormal uterine bleeding, alopecia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular, procedural pain and vaginal haemorrhage outcome was unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (s) - (B)(6). Pathology test - on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion. Platelet count (10*3) - (B)(6). Specialist consultation - on (B)(6) 2018: exam normal. Ultrasound pelvis - on (B)(6) 2018: essure not visualized. Ultrasound scan - on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region. Ultrasound scan vagina - on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hyperechogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3). Weight (kg) - on (B)(6) 2020: (B)(6). White blood cell count (10*3/mm3) - (B)(6). X-ray of pelvis and hip - on an unknown date: essure visalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2022: the follow information were include new lawyer's reporter, medical history, lab data, lot number, lab data, concomitant products, treatment products , events: lumbar pain, headache, genital bleeding, ovarian cyst, abnormal uterine bleeding, dyspareunia, dysmenorrhea, menorrhagia, irregular menstrual cycle, post procedural pain, post procedural bleeding, device dislocation, previous adverse reaction was upgrade to pelvic pain female. Incident category was upgraded we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / dailly pain") and device dislocation ("essure not visualized in hysteroscopy") in a 24 year-old female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6) 2019 to (B)(6) 2020, buscopan (hyoscine butylbromide) on (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018 and diclofenac sodium since (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("headache") and back pain ("lumbar pain"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6) 2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("hair loss") and dyspareunia ("dyspareunia"). On (B)(6) 2020 she experienced post procedural haemorrhage ("vaginal bleedind days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020 she experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamicina [clindamycin] and gentamicina [gentamicin] as well as surgery (essure removal salpingectomy and subtotal histerectomy on (B)(6) 2020). On (B)(6) 2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, ovarian cyst, pelvic pain, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6) 2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2018: 31.4 s [activated partial thromboplastin time ratio ( 0.85- 1.2)] on (B)(6) 2018: 1.13 [basophil count] on (B)(6) 2018: 0.10 10*3/mm3 [basophil percentage] on (B)(6) 2018: 1.4 % [blood creatinine ( 0.50- 1.2 mg/dl)] on (B)(6) 2018: 0.58 mg/dl [blood glucose ( 60- 100 mg/dl)] on (B)(6) 2018: 87 mg/dl [blood potassium ( 3.5- 5.6 mmol/l)] on (B)(6) 2018: 4.1 mmol/l [blood pressure measurement] on (B)(6) 2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg [blood sodium ( 137- 145 mmol/l)] on (B)(6) 2018: 139 mmol/l [blood urea (< 40 mg/dl)] on (B)(6) 2018: 14 mg/dl [body temperature] on (B)(6) 2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius [c-reactive protein] on (B)(6) 2020: 3.6 [computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned [eosinophil count] on (B)(6) 2018: 0.10 10*3/mm3 [eosinophil percentage] on (B)(6) 2018: 1.4 % [gynaecological examination] on (B)(6) 2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac [haematocrit] on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %; (date unknown): 41.1 % [haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl; (date unknown): 14.2 g/dl [heart rate] on (B)(6) 2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute [hysteroscopy] on (B)(6) 2018: essure not visualized [lymphocyte count] on (B)(6) 2018: 2.02 10*3/mm3 [lymphocyte percentage] on (B)(6) 2018: 29.2 % [magnetic resonance imaging abdominal] on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned [mean arterial pressure] on (B)(6) 2020: 110 mmhg [mean cell haemoglobin] on (B)(6) 2018: 30.7 pg; (date unknown): 30.7 pg [mean cell haemoglobin concentration] on (B)(6) 2018: 34.4 g/dl; (date unknown): 34.4 g/dl [mean cell volume] on (B)(6) 2018: 30.7 pg; (date unknown): 89.2 pg [monocyte count] on (B)(6) 2018: 0.18 10*3/mm3 [monocyte percentage] on (B)(6) 2018: 2.6 % [neutrophil count] on (B)(6) 2018: 4.51 10*3/mm3 [neutrophil percentage] on (B)(6) 2018: 65.4 % [oxygen saturation] on (B)(6) 2020: 99 %, 92 % and 97 % [pathology test] on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion [platelet count] on (B)(6) 2018: 273 10*3; on (B)(6) 2020: 534 10*3; on (B)(6) 2020: 464 10*3 [prothrombin time] on (B)(6) 2018: 12.2 s [red blood cell count] on (B)(6) 2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3 [red cell distribution width] on (B)(6) 2018: 12.6 %; (date unknown): 12.6 % [respiratory rate] on (B)(6) 2020: 18 breaths/min, 18 breaths/min and 19 breaths/min [specialist consultation] on (B)(6) 2018: exam normal [ultrasound pelvis] on (B)(6) 2018: essure not visualized [ultrasound scan] on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region [ultrasound scan vagina] on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6) 2020: 62 kg [white blood cell count] on (B)(6) 2018: 6.90 10*3/mm3; on (B)(6) 2020: 11.130 10*3/mm3; on (B)(6) 2020: 8.930 10*3/mm3 [x-ray of pelvis and hip] (date unknown): essure visalized. Lot number: b02267, manufacture date: 2013-02 and expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-sep-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / dailly pain") and device dislocation ("essure not visualized in hysteroscopy") in a 24 year-old female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6) 2019 to (B)(6) 2020, buscopan (hyoscine butylbromide) on (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018 and diclofenac sodium since (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("headache") and back pain ("lumbar pain"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6) 2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("hair loss") and dyspareunia ("dyspareunia"). On (B)(6) 2020 she experienced post procedural haemorrhage ("vaginal bleedind days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020 she experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamicina [clindamycin] and gentamicina [gentamicin] as well as surgery (essure removal salpingectomy and subtotal histerectomy on (B)(6) 2020). On (B)(6) 2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, ovarian cyst, pelvic pain, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6) 2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2018: 31.4 s [activated partial thromboplastin time ratio ( 0.85- 1.2)] on (B)(6) 2018: 1.13 [basophil count] on (B)(6) 2018: 0.10 10*3/mm3 [basophil percentage] on (B)(6) 2018: 1.4 % [blood creatinine ( 0.50- 1.2 mg/dl)] on (B)(6) 2018: 0.58 mg/dl [blood glucose ( 60- 100 mg/dl)] on (B)(6) 2018: 87 mg/dl [blood potassium ( 3.5- 5.6 mmol/l)] on (B)(6) 2018: 4.1 mmol/l [blood pressure measurement] on (B)(6) 2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg [blood sodium ( 137- 145 mmol/l)] on (B)(6) 2018: 139 mmol/l [blood urea (< 40 mg/dl)] on (B)(6) 2018: 14 mg/dl [body temperature] on (B)(6) 2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius [c-reactive protein] on (B)(6) 2020: 3.6 [computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned [eosinophil count] on (B)(6) 2018: 0.10 10*3/mm3 [eosinophil percentage] on (B)(6) 2018: 1.4 % [gynaecological examination] on (B)(6) 2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac [haematocrit] on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %; (date unknown): 41.1 % [haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl; (date unknown): 14.2 g/dl [heart rate] on (B)(6) 2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute [hysteroscopy] on (B)(6) 2018: essure not visualized [lymphocyte count] on (B)(6) 2018: 2.02 10*3/mm3 [lymphocyte percentage] on (B)(6) 2018: 29.2 % [magnetic resonance imaging abdominal] on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned [mean arterial pressure] on (B)(6) 2020: 110 mmhg [mean cell haemoglobin] on (B)(6) 2018: 30.7 pg; (date unknown): 30.7 pg [mean cell haemoglobin concentration] on (B)(6) 2018: 34.4 g/dl; (date unknown): 34.4 g/dl [mean cell volume] on (B)(6) 2018: 30.7 pg; (date unknown): 89.2 pg [monocyte count] on (B)(6) 2018: 0.18 10*3/mm3 [monocyte percentage] on (B)(6) 2018: 2.6 % [neutrophil count] on (B)(6) 2018: 4.51 10*3/mm3 [neutrophil percentage] on (B)(6) 2018: 65.4 % [oxygen saturation] on (B)(6) 2020: 99 %, 92 % and 97 % [pathology test] on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion [platelet count] on (B)(6) 2018: 273 10*3; on (B)(6) 2020: 534 10*3; on (B)(6) 2020: 464 10*3 [prothrombin time] on (B)(6) 2018: 12.2 s [red blood cell count] on (B)(6) 2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3 [red cell distribution width] on (B)(6) 2018: 12.6 %; (date unknown): 12.6 % [respiratory rate] on (B)(6) 2020: 18 breaths/min, 18 breaths/min and 19 breaths/min [specialist consultation] on (B)(6) 2018: exam normal [ultrasound pelvis] on (B)(6) 2018: essure not visualized [ultrasound scan] on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region [ultrasound scan vagina] on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6) 2020: 62 kg [white blood cell count] on (B)(6) 2018: 6.90 10*3/mm3; on (B)(6) 2020: 11.130 10*3/mm3; on (B)(6) 2020: 8.930 10*3/mm3 [x-ray of pelvis and hip] (date unknown): essure visalized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-sep-2022: the follow information were included lab data included, stop dated added on post procedural pain and outcome updated from unknown to recovered/resolved. Upon internal review an amendment was performed: previous event vaginal bleeding updated to to post procedural bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / daily pain / pain after essure placement") and device dislocation ("essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device") in a 24 year-old female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Allergy, smoker and alcohol user were denied. The patient had a family history of hypertension arterial and cancer. Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6) 2019 to (B)(6) 2020, buscopan (hyoscine butylbromide) on (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018 and diclofenac sodium since (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("after essure placement she start present headache"), back pain ("after essure placement she start present lumbar pain") and nausea ("after essure placement she start present nausea"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6) 2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("after essure placement she start present hair loss"), dyspareunia ("dyspareunia") and fallopian tube obstruction ("hysteroscopy showed left and right fallopian tubes obstructed"). On (B)(6) 2020 she experienced post procedural haemorrhage ("vaginal bleeding days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020 she experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamicina [clindamycin] and gentamicina [gentamicin] as well as surgery (essure removal salpingectomy and subtotal hysterectomy on (B)(6) 2020). On (B)(6) 2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube obstruction, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6) 2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. On follow-up (B)(6) 2022 was reported on pre-surgery report (B)(6) 2020 the patient receive measles and yellow fever vacines recently. On (B)(6), patient attended a health service for gynecological surgery essure removal. The last consultation with a gynecologist was on (B)(6) 2019 and with nurse on (B)(6) 2019 which guidance for the surgery. On the (B)(6) 2019, the surgical procedure was suspended due to the patient not having a family planning letter for adequate tubal ligation and was instructed to return to the health service. A new appointment was scheduled in (B)(6) 2019. Discrepancy data, MRI in (B)(6) 2018 was describe no iud visualized in endometrial cavity, image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud (on medical report physician interpreted ectopic iud as ectopic essure device). Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2018: 31.4 s, [activated partial thromboplastin time ratio ( 0.85- 1.2)] on (B)(6) 2018: 1.13, [basophil count] on (B)(6) 2018: 0.10 10*3/mm3, [basophil percentage] on (B)(6) 2018: 1.4 %, [blood creatinine ( 0.50- 1.2 mg/dl)] on (B)(6) 2018: 0.58 mg/dl, [blood glucose ( 60- 100 mg/dl)] on (B)(6) 2018: 87 mg/dl, [blood potassium ( 3.5- 5.6 mmol/l)] on (B)(6) 2018: 4.1 mmol/l, [blood pressure measurement] on (B)(6) 2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg, [blood sodium ( 137- 145 mmol/l)] on (B)(6) 2018: 139 mmol/l, [blood urea (< 40 mg/dl)] on (B)(6) 2018: 14 mg/dl, [body temperature] on (B)(6) 2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius, [c-reactive protein] on (B)(6) 2020: 3.6, [computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned, [eosinophil count] on (B)(6) 2018: 0.10 10*3/mm3, [eosinophil percentage] on (B)(6) 2018: 1.4 %, [gynaecological examination] on (B)(6) 2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac [haematocrit] on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %; (date unknown): 41.1 %, [haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl; (date unknown): 14.2 g/dl, [heart rate] on (B)(6) 2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute, [hysteroscopy] on (B)(6) 2018: left and right fallopian tubes obstructed , essure not visualized, [lymphocyte count] on (B)(6) 2018: 2.02 10*3/mm3, [lymphocyte percentage] on (B)(6) 2018: 29.2 %, [magnetic resonance imaging] on (B)(6) 2018: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone point with usual thickness. Homogenous endometrium with normal thickness there is no iud in the endometrial cavity. Low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic iud. Uterine cervix and cervical canal preserved. The various topic, normal dimensions, regular contours and intensity of usual signs. Corpus luteum in the right side measuring 2.6 cm. Vagina urethra and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of free fluid in the pelvis. No lymph node enlargement was seen in the evaluated segments; on (B)(6) 2020: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone with usual thickness. Linear artifacts of magnetic sub susceptibilities to projection of the uterine horns towards the adnexal regions, tubal topography, which must correspond to the aforementioned device without medical request. Homogenous endometrium with normal thickness. With the lottery in the preserved cervical canal. Topical parenchyma with a slight increase in the central stroma and multiple simple cysts of predominantly peripheral distribution, measuring up to 0.7 cm. The right ovarian has estimated volume of 7.7 cm³. The left one has 1 the estimated volume of 9.0 cm³. Urethra vagina and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of significant free fluid in the pelvis. It was not visualized lymphadenopathy in the evaluated segments [magnetic resonance imaging abdominal] on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned; on (B)(6) 2020: MRI of the upper abdomen liver conforms, contours one, dimensions and signal intensity preserved point no evidence of bile duct dilatation gallbladder point of normal morphology and dimensions, thin walls. Spleen and adrenals of preserved aspects. Pancreas conforms, with all dimensions to the intensity of preserved signals, there are no signs of dilation of the main pancreatic duct. Kidneys with preserved shape, contours, dimensions and signal intensity. Absence of hydronephrosis. Simple cortical cyst, renal measurement on the right, measuring 0.6 cm. The vegetable garden and inferior vena cava of preserved caliber and paths. Absence of lymph node enlargement. [Mean arterial pressure] on (B)(6) 2020: 110 mmhg, [mean cell haemoglobin] on (B)(6) 2018: 30.7 pg; (date unknown): 30.7 pg, [mean cell haemoglobin concentration] on (B)(6) 2018: 34.4 g/dl; (date unknown): 34.4 g/dl, [mean cell volume] on (B)(6) 2018: 30.7 pg; (date unknown): 89.2 pg, [monocyte count] on (B)(6) 2018: 0.18 10*3/mm3, [monocyte percentage] on (B)(6) 2018: 2.6 %, [neutrophil count] on (B)(6) 2018: 4.51 10*3/mm3, [neutrophil percentage] on (B)(6) 2018: 65.4 %, [oxygen saturation] on (B)(6) 2020: 99 %, 92 % and 97 %, [pathology test] on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion [platelet count] on (B)(6) 2018: 273 10*3; on (B)(6) 2020: 534 10*3; on (B)(6) 2020: 464 10*3, [prothrombin time] on (B)(6) 2018: 12.2 s, [red blood cell analysis] on (B)(6) 2019: unremarkable; on (B)(6) 2020: unremarkable [red blood cell count] on (B)(6) 2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3 [red cell distribution width] on (B)(6) 2018: 12.6 %; (date unknown): 12.6 % [respiratory rate] on (B)(6) 2020: 18 breaths/min, 18 breaths/min and 19 breaths/min [smear test] on (B)(6) 2019: satisfactory material suitability, squamous epithelia represented in the sample, benign cellular changes, inflammation, bacilli microbiology [specialist consultation] on (B)(6) 2018: essure inserted in 2014, patient reports irregular menstrual cycles a lot of dysmenorrhea, pain starting after essure placement, dyspareunia. Diagnostic pelvic pain. Pap smear on (B)(6) 2017 negative for neoplasms; on (B)(6) 2018: exam normal; on (B)(6) 2018: patient1s reports daily pain, dyspareuria and hair loss. Complementary exams performed ultrasound in (B)(6), essure not visualized, on x-ray essure +, hysteroscopy in (B)(6) 2018 essure not visualized. Diagnostic of pelvic pain. Patient was informed about preoperative exams and MRI.; on (B)(6) 2019: patient returns to schedule surgery to remove essure. Hysteroscopy (B)(6) 2018 axis not visualized. Transvaginal ultrasound (B)(6) 2018 uterus in anteverse flexion, volume 69 cm³ endometrium 10 mm, right ovary 15.4 cm³, if it is vascularized on doppler 2.3x1.7 cm, left ovary 16 2 cm³ if it is vascularized on doppler 2.2x1.6 cm, MRI (B)(6) 2018 no iud in endometrial cavity daily image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud hypothesis diagnosis foreign body; on (B)(6) 2019: patient referred to the outpatient clinic for chronic pelvic pain with magnetic resonance imaging showing ectopic essure near the left tube, patient wanting to undergo family planning for tubal ligation. In (B)(6) 2018 magnetic resonance imaging showed no device in endometrial cavity, presence of linear image between uterine serosa and left ovary, hypothesis of diagnosis foreign body in the genitourinary tract; on (B)(6) 2019: patient with essure insertion in 2014 with lower abdominal pain, magnetic resonance imaging in 2018 showed that visualized one essure between uterine serosa and left ovary, patient wants to remove essure. Requested preoperatively, and the patient oriented about surgeries or the origin of the pain is not a foreign body; on (B)(6) 2020: patient reports that after insertion of essure, she started to present symptoms of pelvic pain and low back pain, hair loss and nausea. Diagnostic hypothesis and essure - chronic pelvic pain, conduct referred for salpingectomy hysterectomy surgery; on (B)(6) 2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, exams without alteration; on (B)(6) 2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, patient without fever, diuresis and normal bowel movements [ultrasound pelvis] on (B)(6) 2018: essure not visualized [ultrasound scan] on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region [ultrasound scan vagina] on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) -2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6) 2020: 62 kg [white blood cell count] on (B)(6) 2018: 6.90; on (B)(6) 2019: unremarkable; on (B)(6) 2020: unremarkable; on (B)(6) 2020: 11.130; on (B)(6) 2020: 8.930 [white blood cell count] on (B)(6) 2018: 6.90 10*3/mm3; on (B)(6) 2019: unremarkable; on (B)(6) 2020: unremarkable; on (B)(6) 2020: 11.130 10*3/mm3; on (B)(6) 2020: 8.930 10*3/mm3 [x-ray of pelvis and hip] (date unknown): essure visalized lot number: b02267, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / dailly pain / pain after essure placement") and device dislocation ("essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device") in a 24 year-old female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Allergy, smoker and alchool user were denied. The patient had a family history of hypertension arterial and cancer. Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6) 2019 to (B)(6) 2020, buscopan (hyoscine butylbromide) on (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018 and diclofenac sodium since (B)(6) 2018 with a previous dosage regimen on (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("after essure placement she start present headache"), back pain ("after essure placement she start present lumbar pain") and nausea ("after essure placement she start present nausea"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6) 2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("after essure placement she start present hair loss"), dyspareunia ("dyspareunia") and fallopian tube obstruction ("hysteroscopy showed left and right fallopian tubes obstructed"). On (B)(6) 2020 she experienced post procedural haemorrhage ("vaginal bleedind days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020 she experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamicina [clindamycin] and gentamicina [gentamicin] as well as surgery (essure removal salpingectomy and subtotal histerectomy on (B)(6) 2020). On (B)(6) 2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube obstruction, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6) 2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. On follow-up (B)(6) 2022 was reported on pre-surgery report on (B)(6) 2020 the patient receive measles and yellow fever vacines recentelly. On (B)(6) patient attended a health service for gynecological surgery essure removal. The last consultation with a gynecologist was on (B)(6) 2019 and with nurse on (B)(6) 2019 which guidance for the surgery. On the (B)(6) 2019, the surgical procedure was suspended due to the patient not having a family planning letter for adequate tubal ligation and was instructed to return to the health service. A new appointment was scheduled in (B)(6) 2019. Dyscrepancy data, MRI in (B)(6) 2018 was describe no iud visualized in endometrial cavity, image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud (on medical report physician interpreted ectopic iud as ectopic essure device). Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2018: 31.4 s. [Activated partial thromboplastin time ratio ( 0.85- 1.2)] on (B)(6) 2018: 1.13. [Basophil count] on (B)(6) 2018: 0.10 10*3/mm3. [Basophil percentage] on (B)(6) 2018: 1.4 %. [Blood creatinine ( 0.50- 1.2 mg/dl)] on (B)(6) 2018: 0.58 mg/dl. [Blood glucose ( 60- 100 mg/dl)] on (B)(6) 2018: 87 mg/dl. [Blood potassium ( 3.5- 5.6 mmol/l)] on (B)(6) 2018: 4.1 mmol/l. [Blood pressure measurement] on (B)(6) 2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg. [Blood sodium ( 137- 145 mmol/l)] on (B)(6) 2018: 139 mmol/l. [Blood urea (< 40 mg/dl)] on (B)(6) 2018: 14 mg/dl. [Body temperature] on (B)(6) 2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius. [C-reactive protein] on (B)(6) 2020: 3.6. [Computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned. [Eosinophil count] on (B)(6) 2018: 0.10 10*3/mm3. [Eosinophil percentage] on (B)(6) 2018: 1.4 %. [Gynaecological examination] on (B)(6) 2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac. [Haematocrit] on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %; (date unknown): 41.1 %. [Haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl; (date unknown): 14.2 g/dl [heart rate] on 29-sep-2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute [hysteroscopy] on (B)(6) 2018: left and right fallopian tubes obstructed, essure not visualized. [Lymphocyte count] on (B)(6) 2018: 2.02 10*3/mm3. [Lymphocyte percentage] on (B)(6) 2018: 29.2%. [Magnetic resonance imaging] on (B)(6) 2018: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone point with usual thickness. Homogenous endometrium with normal thickness there is no iud in the endometrial cavity. Low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic iud. Uterine cervix and cervical canal preserved. The various topic, normal dimensions, regular contours and intensity of usual signs. Corpus luteum in the right side measuring 2.6 cm. Vagina urethra and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of free fluid in the pelvis. No lymph node enlargement was seen in the evaluated segments; on (B)(6) 2020: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone with usual thickness. Linear artifacts of magnetic sub susceptibilities to projection of the uterine horns towards the adnexal regions, tubal topography, which must correspond to the aforementioned device without medical request. Homogenous endometrium with normal thickness. With the lottery in the preserved cervical canal. Topical parenchyma with a slight increase in the central stroma and multiple simple cysts of predominantly peripheral distribution, measuring up to 0.7 cm. The right ovarian has estimated volume of 7.7 cm³. The left one has 1 the estimated volume of 9.0 cm³. Urethra vagina and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of significant free fluid in the pelvis. It was not visualized lymphadenopathy in the evaluated segments. [Magnetic resonance imaging abdominal] on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned; on (B)(6) 2020: MRI of the upper abdomen liver conforms, contours one, dimensions and signal intensity preserved point no evidence of bile duct dilatation gallbladder point of normal morphology and dimensions, thin walls. Spleen and adrenals of preserved aspects. Pancreas conforms, with all dimensions to the intensity of preserved signals, there are no signs of dilation of the main pancreatic duct. Kidneys with preserved shape, contours, dimensions and signal intensity. Absence of hydronephrosis. Simple cortical cyst, renal measurement on the right, measuring 0.6 cm. The vegetable garden and inferior vena cava of preserved caliber and paths. Absence of lymph node enlargement. [Mean arterial pressure] on (B)(6) 2020: 110 mmhg. [Mean cell haemoglobin] on (B)(6) 2018: 30.7 pg; (date unknown): 30.7 pg. [Mean cell haemoglobin concentration] on (B)(6) 2018: 34.4 g/dl; (date unknown): 34.4 g/dl. [Mean cell volume] on (B)(6) 2018: 30.7 pg; (date unknown): 89.2 pg. [Monocyte count] on (B)(6) 2018: 0.18 10*3/mm3. [Monocyte percentage] on (B)(6) 2018: 2.6 %. [Neutrophil count] on (B)(6) 2018: 4.51 10*3/mm3. [Neutrophil percentage] on (B)(6) 2018: 65.4 %. [Oxygen saturation] on (B)(6) 2020: 99 %, 92 % and 97 %. [Pathology test] on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion [platelet count] on (B)(6) 2018: 273 10*3; on (B)(6) 2020: 534 10*3; on (B)(6) 2020: 464 10*3 [prothrombin time] on (B)(6) 2018: 12.2 s [red blood cell analysis] on (B)(6) 2019: unremarkable; on (B)(6) 2020: unremarkable. [Red blood cell count] on (B)(6) 2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3. [Red cell distribution width] on (B)(6) 2018: 12.6 %; (date unknown): 12.6 %. [Respiratory rate] on (B)(6) 2020: 18 breaths/min, 18 breaths/min and 19 breaths/min. [Smear test] on (B)(6) 2019: satisfactory material suitability, squamous epithelia represented in the sample, benign cellular changes, inflammation, bacilli microbiology [specialist consultation]. On (B)(6) 2018: essure inserted in 2014, patient reports irregular menstrual cycles a lot of dysmenorrhea, pain starting after essure placement, dyspareunia. Diagnostic pelvic pain. Pap smear on (B)(6) 2017 negative for neoplasms; on (B)(6) 2018: exam normal; on (B)(6) 2018: patients reports daily pain, dyspareuria and hair loss. Complementary exams performed ultrasound in 17-aug, essure not visualized, on x-ray essure +, hysteroscopy in (B)(6) 2018 essure not visualized. Diagnostic of pelvic pain. Patient was informed about preoperative exams and MRI.; on (B)(6) 2019: patient returns to schedule surgery to remove essure. Hysteroscopy (B)(6) 2018 axis not visualized. Transvaginal ultrasound (B)(6) 2018 uterus in anteverse flexion, volume 69 cm³ endometrium 10 mm, right ovary 15.4 cm³, if it is vascularized on doppler 2.3x1.7 cm, left ovary 16 2 cm³ if it is vascularized on doppler 2.2x1.6 cm, MRI (B)(6) 2018 no iud in endometrial cavity daily image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud hypothesis diagnosis foreign body; on (B)(6) 2019: patient referred to the outpatient clinic for chronic pelvic pain with magnetic resonance imaging showing ectopic essure near the left tube, patient wanting to undergo family planning for tubal ligation. In (B)(6) 2018 magnetic resonance imaging showed no device in endometrial cavity, presence of linear image between uterine serosa and left ovary, hypothesis of diagnosis foreign body in the genitourinary tract; on (B)(6) 2019: patient with essure insertion in 2014 with lower abdominal pain, magnetic resonance imaging in 2018 showed that visualized one essure between uterine serosa and left ovary, patient wants to remove essure. Requested preoperatively, and the patient oriented about surgeries or the origin of the pain is not a foreign body; on (B)(6) 2020: patient reports that after insertion of essure, she started to present symptoms of pelvic pain and low back pain, hair loss and nausea. Diagnostic hypothesis and essure - chronic pelvic pain, conduct referred for salpingectomy hysterectomy surgery; on (B)(6) 2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, exams without alteration; on (B)(6) 2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, patient without fever, diuresis and normal bowel movements. [Ultrasound pelvis] on (B)(6) 2018: essure not visualized [ultrasound scan] on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region. [Ultrasound scan vagina] on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on 16-jan-2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on 13-aug-2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6) 2020: 62 kg [white blood cell count] on (B)(6) 2018: 6.90; on (B)(6) 2019: unremarkable; on (B)(6) 2020: unremarkable; on (B)(6) 2020: 11.130; on (B)(6) 2020: 8.930. [White blood cell count] on (B)(6) 2018: 6.90 10*3/mm3; on (B)(6) 2019: unremarkable; on (B)(6)2020: unremarkable; on (B)(6) 2020: 11.130 10*3/mm3; on (B)(6) 2020: 8.930 10*3/mm3. [X-ray of pelvis and hip] (date unknown): essure visalized. Lot number: b02267. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-sep-2022: the follow information were include physician's reporter, medical history, lab data, reported event mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device added in previous reported event essure not visualized in hysteroscopy, device dislocation updated to device dislocation into abdominal cavity, reported event pain after essure placement added to pelvic pain dailly pain (chronic pelvic pain female), reported event after essure placement she start present lumbar pain added to lumbar pain, lumbar pain updated to chronic back pain, after essure placement she start present headache added to headache, headache updated to chronic headache, new event fallopian tube obstruction. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / dailly pain') and device dislocation ('essure not visualized in hysteroscopy') in a 24-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (male in 2011 and male in 2013, both vaginal delivery) and gravida ii. Concomitant products included diclofenac sodium from (B)(6) 2018, estradiol valerate + norethisterone enantate (mesigyna) from (B)(6) 2019 to (B)(6) 2020 and hyoscine butylbromide (buscopan) from (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("headache") and back pain ("lumbar pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts left and right side"), 3 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss") and dyspareunia ("dyspareunia"). On (B)(6) 2020, the patient experienced vaginal haemorrhage ("vaginal bleedind days after essure removal surgery on (B)(6) 2020"). On (B)(6) 2020, the patient experienced procedural pain ("iliac fosssa pain, worse in the right side days after essure removal surgery on (B)(6) 2020"). On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with clindamycin (clindamicina), gentamicin (gentamicina) and surgery (essure removal salpingectomy and subtotal histerctomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, headache, back pain, ovarian cyst, abnormal uterine bleeding, alopecia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular, procedural pain and vaginal haemorrhage outcome was unknown. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (s) - on (B)(6) 2018: 31.4 s. Activated partial thromboplastin time ratio (0.85 - 1.2) - on (B)(6) 2018: 1.13. Basophil count (10*3/mm3) - on (B)(6) 2018: 0.10 10*3/mm3. Basophil percentage (%) - on (B)(6) 2018: 1.4 %. Blood creatinine (0.50 - 1.2 mg/dl) - on (B)(6) 2018: 0.58 mg/dl. Blood glucose (60 - 100 mg/dl) - on (B)(6) 2018: 87 mg/dl. Blood potassium (3.5 - 5.6 mmol/l) - on (B)(6) 2018: 4.1 mmol/l. Blood pressure measurement - on (B)(6) 2020: 116x71 mmhg. Blood sodium (137 - 145 mmol/l) - on (B)(6) 2018: 139 mmol/l. Blood urea (40 mg/dl) - on (B)(6) 2018: 14 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2020: 37.2 degrees celsius. C-reactive protein - on (B)(6) 2020: 3.6. Computerised tomogram pelvis - on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned. Eosinophil count (10*3/mm3) - on (B)(6) 2018: 0.10 10*3/mm3. Eosinophil percentage (%) - on (B)(6) 2018: 1.4 %. Gynaecological examination - on (B)(6) 2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac. Haematocrit (%) - on an unknown date: 41.1 %; on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %. Haemoglobin (g/dl) - on an unknown date: 14.2 g/dl; on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl. Heart rate (heart beats per minute) - on (B)(6) 2020: 115 heart beats per minute. Hysteroscopy - on (B)(6) 2018: essure not visualized. Lymphocyte count (10*3/mm3) - on (B)(6) 2018: 2.02 10*3/mm3. Lymphocyte percentage (%) - on (B)(6) 2018: 29.2 %. Magnetic resonance imaging abdominal - on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned. Mean cell haemoglobin (pg) - on an unknown date: 30.7 pg; on (B)(6) 2018: 30.7 pg. Mean cell haemoglobin concentration (g/dl) - on an unknown date: 34.4 g/dl; on (B)(6) 2018: 34.4 g/dl. Mean cell volume (pg) - on an unknown date: 89.2 pg; on (B)(6) 2018: 30.7 pg. Monocyte count (10*3/mm3) - on (B)(6) 2018: 0.18 10*3/mm3. Monocyte percentage (%) - on (B)(6) 2018: 2.6 %. Neutrophil count (10*3/mm3) - on (B)(6) 2018: 4.51 10*3/mm3. Neutrophil percentage (%) - on (B)(6) 2018: 65.4 %. Pathology test - on (B)(6) 2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion. Platelet count (10*3) - on (B)(6) 2018: 273 10*3; on (B)(6) 2020: 534 10*3; on (B)(6) 2020: 464 10*3. Prothrombin time (s) - on (B)(6) 2018: 12.2 s. Red blood cell count - on an unknown date: 4.63 10^6/mm3; on (B)(6) 2018: 4.63 10^6/mm3. Red cell distribution width (%) - on an unknown date: 12.6 %; on 09-nov-2018: 12.6 %. Specialist consultation - on (B)(6) 2018: exam normal. Ultrasound pelvis - on (B)(6) 2018: essure not visualized. Ultrasound scan - on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region. Ultrasound scan vagina - on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6) 2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6) 2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3). Weight (kg) - on (B)(6) 2020: 62 kg. White blood cell count (10*3/mm3) - on (B)(6) 2018: 6.90 10*3/mm3; on (B)(6) 2020: 11.130 10*3/mm3; on (B)(6) 2020: 8.930 10*3/mm3. X-ray of pelvis and hip - on an unknown date: essure visalized. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain / daily pain / pain after essure placement [pelvic pain female], essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device [device dislocation into abdominal cavity], perforation of internal organs [perforation of organ] , heavy bleeding [bleeding genital]. After essure placement she start present headache [chronic headaches], after essure placement she start present lumbar pain [chronic back pain], ovarian cysts left and right side [ovarian cyst], abnormal uterine bleeding [abnormal uterine bleeding] , after essure placement she start present hair loss [hair loss], dysmenorrhea intense [dysmenorrhea] , dyspareunia [dyspareunia] , heavy menstrual cycle during 15 days [prolonged heavy periods] , irregular menstrual cycle [irregular menstrual cycle]. Iliac fosssa pain, worse in the right-side days after essure removal surgery on (B)(6)2020 [post procedural pain]. Vaginal bleeding days after essure removal surgery on (B)(6)2020 [post procedural bleeding] , hysteroscopy showed left and right fallopian tubes obstructed [fallopian tube obstruction] , after essure placement she start present nausea [nausea], allergic reactions to nickel in its composition [nickel allergy], gynecological complications, [female reproductive tract disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / daily pain / pain after essure placement"), device dislocation ("essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device") and perforation ("perforation of internal organs") in a 24 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Allergy, smoker and alcohol user were denied. The patient had a family history of hypertension arterial and cancer. Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6)2019 to (B)(6) 2020, buscopan (hyoscine butylbromide) on (B)(6) 2018 with a previous dosage regimen on (B)(6)2018 and diclofenac sodium since (B)(6) 2018 with a previous dosage regimen on (B)(6)2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("after essure placement she start present headache"), back pain ("after essure placement she start present lumbar pain") and nausea ("after essure placement she start present nausea"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6)2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6)2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("after essure placement she start present hair loss"), dyspareunia ("dyspareunia") and fallopian tube obstruction ("hysteroscopy showed left and right fallopian tubes obstructed"). On (B)(6) 2020 she experienced post procedural haemorrhage ("vaginal bleeding days after essure removal surgery on (B)(6)2020"). On (B)(6)2020 she experienced procedural pain ("iliac fosssa pain, worse in the right-side days after essure removal surgery on (B)(6)2020"). On unknown date she experienced perforation (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days"), menstruation irregular ("irregular menstrual cycle"), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications,"). The patient was treated with clindamicin [clindamycin] and gentamicin [gentamicin] as well as surgery (essure removal salpingectomy and subtotal hysterectomy on (B)(6)2020). On (B)(6) 2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube obstruction, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain, perforation, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6)2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. On follow-up (B)(6)2022 was reported on pre-surgery report (B)(6)2020 the patient receive measles and yellow fever vacines recently. On (B)(6), patient attended a health service for gynecological surgery essure removal. The last consultation with a gynecologist was on (B)(6)2019 and with nurse on (B)(6)2019 which guidance for the surgery. On the (B)(6)2019, the surgical procedure was suspended due to the patient not having a family planning letter for adequate tubal ligation and was instructed to return to the health service. A new appointment was scheduled in (B)(6)2019. Dyscrepancy data, MRI in (B)(6) 2018 was describe no iud visualized in endometrial cavity, image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud (on medical report physician interpreted ectopic iud as ectopic essure device). Information reported by the lawyer: unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6) 2018: 31.4 s, [activated partial thromboplastin time ratio (0.85- 1.2)] on (B)(6) 2018: 1.13, [basophil count] on (B)(6) 2018: 0.10 10*3/mm3, [basophil percentage] on (B)(6)2018: 1.4 %, [blood creatinine (0.50- 1.2 mg/dl)] on (B)(6)2018: 0.58 mg/dl, [blood glucose (60- 100 mg/dl)] on (B)(6) 2018: 87 mg/dl, [blood potassium (3.5- 5.6 mmol/l)] on 09-nov-2018: 4.1 mmol/l, [blood pressure measurement] on (B)(6)2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg, [blood sodium (137- 145 mmol/l)] on (B)(6)2018: 139 mmol/l, [blood urea (< 40 mg/dl)] on (B)(6)2018: 14 mg/dl, [body temperature] on (B)(6) 2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius, [c-reactive protein] on (B)(6) 2020: 3.6, [computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned, [eosinophil count] on (B)(6)2018: 0.10 10*3/mm3, [eosinophil percentage] on (B)(6)2018: 1.4 %, [gynaecological examination] on (B)(6)2020: normotensive abdomen, painful on deep palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac. [Haematocrit] on (B)(6) 2018: 41.3 %; on (B)(6) 2020: 38.4 %; on (B)(6) 2020: 35.3 %; (date unknown): 41.1 %. [Haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6) 2020: 11.5 g/dl; (date unknown): 14.2 g/dl. [Heart rate] on (B)(6) 2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute. [Hysteroscopy] on (B)(6)2018: left and right fallopian tubes obstructed, essure not visualized. [Lymphocyte count] on (B)(6)2018: 2.02 10*3/mm3, [lymphocyte percentage] on (B)(6)2018: 29.2 %, [magnetic resonance imaging] on (B)(6)2018: MRI of the female pelvis. Bladder without particularities. Uterus and anteversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone point with usual thickness. Homogenous endometrium with normal thickness there is no iud in the endometrial cavity. Low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic iud. Uterine cervix and cervical canal preserved. The various topic, normal dimensions, regular contours and intensity of usual signs. Corpus luteum in the right-side measuring 2.6 cm. Vagina urethra and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of free fluid in the pelvis. No lymph node enlargement was seen in the evaluated segments; on (B)(6) 2020: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone with usual thickness. Linear artifacts of magnetic sub susceptibilities to projection of the uterine horns towards the adnexal regions, tubal topography, which must correspond to the aforementioned device without medical request. Homogenous endometrium with normal thickness. With the lottery in the preserved cervical canal. Topical parenchyma with a slight increase in the central stroma and multiple simple cysts of predominantly peripheral distribution, measuring up to 0.7 cm. The right ovarian has estimated volume of 7.7 cm³. The left one has 1 the estimated volume of 9.0 cm³. Urethra vagina and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of significant free fluid in the pelvis. It was not visualized lymphadenopathy in the evaluated segments. [Magnetic resonance imaging abdominal] on (B)(6) 2020: MRI of the upper abdomen liver conforms, contours one, dimensions and signal intensity preserved point no evidence of bile duct dilatation gallbladder point of normal morphology and dimensions, thin walls. Spleen and adrenals of preserved aspects. Pancreas conforms, with all dimensions to the intensity of preserved signals, there are no signs of dilation of the main pancreatic duct. Kidneys with preserved shape, contours, dimensions and signal intensity. Absence of hydronephrosis. Simple cortical cyst, renal measurement on the right, measuring 0.6 cm. The vegetable garden and inferior vena cava of preserved caliber and paths. Absence of lymph node enlargement. [Magnetic resonance imaging pelvic] on (B)(6) 2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned, [mean arterial pressure] on (B)(6)2020: 110 mmhg, [mean cell haemoglobin] on (B)(6)2018: 30.7 pg; (date unknown): 30.7 pg, [mean cell haemoglobin concentration] on (B)(6) 2018: 34.4 g/dl; (date unknown): 34.4 g/dl, [mean cell volume] on (B)(6)2018: 30.7 pg; (date unknown): 89.2 pg, [monocyte count] on (B)(6)2018: 0.18 10*3/mm3, [monocyte percentage] on (B)(6)2018: 2.6 %, [neutrophil count] on (B)(6)2018: 4.51 10*3/mm3, [neutrophil percentage] on (B)(6)2018: 65.4 %, [oxygen saturation] on (B)(6)2020: 99 %, 92 % and 97 %. [Pathology test] on (B)(6)2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion. [Platelet count] on (B)(6)2018: 273 10*3; on (B)(6)2020: 534 10*3; on (B)(6)2020: 464 10*3, [prothrombin time] on (B)(6)2018: 12.2 s, [red blood cell analysis] on (B)(6)2019: unremarkable; on (B)(6)2020: unremarkable, [red blood cell count] on (B)(6) 2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3, [red cell distribution width] on (B)(6)2018: 12.6 %; (date unknown): 12.6 %, [respiratory rate] on (B)(6)2020: 18 breaths/min, 18 breaths/min and 19 breaths/min, [smear test] on (B)(6) 2019: satisfactory material suitability, squamous epithelia represented in the sample, benign cellular changes, inflammation, bacilli microbiology [specialist consultation] on (B)(6) 2018: essure inserted in 2014, patient reports irregular menstrual cycles a lot of dysmenorrhea, pain starting after essure placement, dyspareunia. Diagnostic pelvic pain. Pap smear on (B)(6)2017 negative for neoplasms; on (B)(6)2018: exam normal; on (B)(6)2018: patient1's reports daily pain, dyspareuria and hair loss. Complementary exams performed ultrasound in (B)(6), essure not visualized, on x-ray essure +, hysteroscopy in (B)(6)2018 essure not visualized. Diagnostic of pelvic pain. Patient was informed about preoperative exams and MRI.; on (B)(6)2019: patient returns to schedule surgery to remove essure. Hysteroscopy (B)(6)2018 axis not visualized. Transvaginal ultrasound (B)(6)2018 uterus in anteverse flexion, volume 69 cm³ endometrium 10 mm, right ovary 15.4 cm³, if it is vascularized on doppler 2.3x1.7 cm, left ovary 16 2 cm³ if it is vascularized on doppler 2.2x1.6 cm, MRI (B)(6)2018 no iud in endometrial cavity daily image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud hypothesis diagnosis foreign body; on (B)(6)2019: patient referred to the outpatient clinic for chronic pelvic pain with magnetic resonance imaging showing ectopic essure near the left tube, patient wanting to undergo family planning for tubal ligation. In (B)(6) 2018 magnetic resonance imaging showed no device in endometrial cavity, presence of linear image between uterine serosa and left ovary, hypothesis of diagnosis foreign body in the genitourinary tract; on (B)(6) 2019: patient with essure insertion in 2014 with lower abdominal pain, magnetic resonance imaging in 2018 showed that visualized one essure between uterine serosa and left ovary, patient wants to remove essure. Requested preoperatively, and the patient oriented about surgeries or the origin of the pain is not a foreign body; on (B)(6) 2020: patient reports that after insertion of essure, she started to present symptoms of pelvic pain and low back pain, hair loss and nausea. Diagnostic hypothesis and essure - chronic pelvic pain, conduct referred for salpingectomy hysterectomy surgery; on (B)(6)2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, exams without alteration; on (B)(6) 2020: post-surgery hysteroscopy subtotal on (B)(6) 2020, patient without fever, diuresis and normal bowel movements [ultrasound pelvis] on (B)(6) 2018: essure not visualized. [Ultrasound scan] on (B)(6) 2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region [ultrasound scan vagina] on (B)(6) 2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6) 2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6)2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6) 2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6) 2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6) 2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6)2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6) 2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6)2020: 62 kg [white blood cell count] on (B)(6)2019: unremarkable; on (B)(6)2020: unremarkable [white blood cell count] on (B)(6)2018: 6.90 10*3/mm3; on (B)(6)2020: 11.130 10*3/mm3; on (B)(6)2020: 8.930 10*3/mm3. [X-ray of pelvis and hip] (date unknown): essure visalized. Lot number: b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-dec-2024: medical record received. New events gynecological complications, nickel allergy & organ perforation were added. Annex e & f codes are updated. New reporter lawyer added. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain / daily pain / pain after essure placement [pelvic pain female], essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device [device dislocation into abdominal cavity], perforation of internal organs [perforation of organ] , heavy bleeding [bleeding genital] , after essure placement she start present headache [chronic headaches] , after essure placement she start present lumbar pain [chronic back pain] , ovarian cysts left and right side [ovarian cyst] , abnormal uterine bleeding [abnormal uterine bleeding] , after essure placement she start present hair loss [hair loss] , dysmenorrhea intense [dysmenorrhea] dyspareunia [dyspareunia] , heavy menstrual cycle during 15 days [prolonged heavy periods] , irregular menstrual cycle [irregular menstrual cycle] , iliac fosssa pain, worse in the right-side days after essure removal surgery on (B)(6)2020 [post procedural pain] , vaginal bleedind days after essure removal surgery on (B)(6) 2020 [post procedural bleeding], hysteroscopy showed left and right fallopian tubes obstructed [fallopian tube obstruction] , after essure placement she start present nausea [nausea] , allergic reactions to nickel in its composition [nickel allergy] , gynecological complications, [female reproductive tract disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / daily pain / pain after essure placement"), device dislocation ("essure not visualized in hysteroscopy / mr showed low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic device") and perforation ("perforation of internal organs") in a 24 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, gravida ii and parity 2 (male in 2011 and male in 2013, both vaginal delivery). Allergy, smoker and alchool user were denied. The patient had a family history of hypertension arterial and cancer. Concomitant products included mesigyna (estradiol valerate + norethisterone enantate) from (B)(6)2019 to (B)(6)2020, buscopan (hyoscine butylbromide) on (B)(6)2018 with a previous dosage regimen on (B)(6)2018 and diclofenac sodium since (B)(6)2018 with a previous dosage regimen on (B)(6)2018. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("after essure placement she start present headache"), back pain ("after essure placement she start present lumbar pain") and nausea ("after essure placement she start present nausea"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea intense"). On (B)(6)2018 she experienced ovarian cyst ("ovarian cysts left and right side"). On (B)(6)2018 she experienced device dislocation (seriousness criterion medically important), alopecia ("after essure placement she start present hair loss"), dyspareunia ("dyspareunia") and fallopian tube obstruction ("hysteroscopy showed left and right fallopian tubes obstructed"). On (B)(6)2020 she experienced post procedural haemorrhage ("vaginal bleedind days after essure removal surgery on (B)(6)2020"). On (B)(6)2020 she experienced procedural pain ("iliac fosssa pain, worse in the right-side days after essure removal surgery on (B)(6)2020"). On unknown date she experienced perforation (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy menstrual cycle during 15 days"), menstruation irregular ("irregular menstrual cycle"), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications,"). The patient was treated with clindamicina [clindamycin] and gentamicina [gentamicin] as well as surgery (essure removal salpingectomy and subtotal hysterectomy on (B)(6)2020). On (B)(6)2020, procedural pain had resolved. At the time of the report, the outcomes for the remaining events were unknown. The reporter considered abnormal uterine bleeding, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube obstruction, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain, perforation, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: on the (B)(6)2020, after improvement of the clinical condition, the patient was instructed to seek care after 10 days to remove the surgical stitches. On follow-up (B)(6)2022 was reported on pre-surgery report (B)(6)2020 the patient receive measles and yellow fever vacines recentelly. On (B)(6), patient attended a health service for gynecological surgery essure removal. The last consultation with a gynecologist was on (B)(6)2019 and with nurse on (B)(6)2019 which guidance for the surgery. On the (B)(6)2019, the surgical procedure was suspended due to the patient not having a family planning letter for adequate tubal ligation and was instructed to return to the health service. A new appointment was scheduled in (B)(6)2019. Dyscrepancy data, MRI in (B)(6)2018 was describe no iud visualized in endometrial cavity, image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud (on medical report physician interpreted ectopic iud as ectopic essure device). Information reported by the lawyer: unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [activated partial thromboplastin time] on (B)(6)2018: 31.4 s [activated partial thromboplastin time ratio (0.85- 1.2)] on (B)(6)2018: 1.13 [basophil count] on (B)(6)2018: 0.10 10*3/mm3 [basophil percentage] on 09-nov-2018: 1.4 % [blood creatinine (0.50- 1.2 mg/dl)] on (B)(6)2018: 0.58 mg/dl [blood glucose (60- 100 mg/dl)] on (B)(6)2018: 87 mg/dl [blood potassium (3.5- 5.6 mmol/l)] on (B)(6)2018: 4.1 mmol/l [blood pressure measurement] on (B)(6)2020: 116x71 mmhg, 120x60 mmhg, 124x66 mmhg and 105x69 mmhg. [Blood sodium (137- 145 mmol/l)] on (B)(6)2018: 139 mmol/l, [blood urea (< 40 mg/dl)] on (B)(6)2018: 14 mg/dl, [body temperature] on (B)(6)2020: 37.2 degrees celsius, 36 degrees celsius, 36.1 degrees celsius and 36.3 degrees celsius, [c-reactive protein] on (B)(6)2020: 3.6, [computerised tomogram pelvis] on (B)(6) 2018: CT with contrast showed ovarian cyst on the right side 5.0x6.0 cm. Essure normopositioned. [Eosinophil count] on (B)(6)2018: 0.10 10*3/mm3, [eosinophil percentage] on (B)(6)2018: 1.4 %. [Gynaecological examination] on (B)(6)2020: normotensive abdomen, painful on deep, palpation of the right flank, epithelialized cervix, presence of small amounts of bleeding, fibroelastic cervix, painless, free cul-de-sac, [haematocrit] on (B)(6)2018: 41.3 %; on (B)(6)2020: 38.4 %; on (B)(6)2020: 35.3 %; (date unknown): 41.1 % [haemoglobin] on (B)(6) 2018: 14.2 g/dl; on (B)(6) 2020: 12.3 g/dl; on (B)(6)2020: 11.5 g/dl; (date unknown): 14.2 g/dl. [Heart rate] on (B)(6)2020: 115 heart beats per minute, 90 heart beats per minute, 92 heart beats per minute and 81 heart beats per minute. [Hysteroscopy] on (B)(6)2018: left and right fallopian tubes obstructed, essure not visualized. [Lymphocyte count] on (B)(6)2018: 2.02 10*3/mm3, [lymphocyte percentage] on (B)(6)2018: 29.2 %, [magnetic resonance imaging] on (B)(6) 2018: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone point with usual thickness. Homogenous endometrium with normal thickness there is no iud in the endometrial cavity. Low end linear image in all sequences in the left anterior pelvic cavity, between the uterine serosa and the left ovary which may correspond to ectopic iud. Uterine cervix and cervical canal preserved. The various topic, normal dimensions, regular contours and intensity of usual signs. Corpus luteum in the right-side measuring 2.6 cm. Vagina urethra and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of free fluid in the pelvis. No lymph node enlargement was seen in the evaluated segments; on (B)(6)2020: MRI of the female pelvis. Bladder without particularities. Uterus and antiversion, with normal dimensions, regular contours and preserved signal intensity. Regular junctional zone with usual thickness. Linear artifacts of magnetic sub susceptibilities to projection of the uterine horns towards the adnexal regions, tubal topography, which must correspond to the aforementioned device without medical request. Homogenous endometrium with normal thickness. With the lottery in the preserved cervical canal. Topical parenchyma with a slight increase in the central stroma and multiple simple cysts of predominantly peripheral distribution, measuring up to 0.7 cm. The right ovarian has estimated volume of 7.7 cm³. The left one has 1 the estimated volume of 9.0 cm³. Urethra vagina and anal canal with preserved aspect. Rectus vaginal septum without signs of thickening. Absence of significant free fluid in the pelvis. It was not visualized lymphadenopathy in the evaluated segments [magnetic resonance imaging abdominal] on (B)(6)2020: MRI of the upper abdomen liver conforms, contours one, dimensions and signal intensity preserved point no evidence of bile duct dilatation gallbladder point of normal morphology and dimensions, thin walls. Spleen and adrenals of preserved aspects. Pancreas conforms, with all dimensions to the intensity of preserved signals, there are no signs of dilation of the main pancreatic duct. Kidneys with preserved shape, contours, dimensions and signal intensity. Absence of hydronephrosis. Simple cortical cyst, renal measurement on the right, measuring 0.6 cm. The vegetable garden and inferior vena cava of preserved caliber and paths. Absence of lymph node enlargement. [Magnetic resonance imaging pelvic] on (B)(6)2018: MRI with paramagnetic contrast, unremarkable, essure normopositioned [mean arterial pressure] on (B)(6)2020: 110 mmhg, [mean cell haemoglobin] on (B)(6)2018: 30.7 pg; (date unknown): 30.7 pg, [mean cell haemoglobin concentration] on 09-nov-2018: 34.4 g/dl; (date unknown): 34.4 g/dl, [mean cell volume] on (B)(6)2018: 30.7 pg; (date unknown): 89.2 pg, [monocyte count] on (B)(6)2018: 0.18 10*3/mm3, [monocyte percentage] on (B)(6)2018: 2.6 %, [neutrophil count] on (B)(6)2018: 4.51 10*3/mm3, [neutrophil percentage] on (B)(6)2018: 65.4 %, [oxygen saturation] on (B)(6)2020: 99 %, 92 % and 97 %. [Pathology test] on (B)(6)2020: macroscopic: uterus and fallopian tubes. 1- uterus weighing 51 g and measuring 5.0x5.02.5 cm. The uterine body has a smooth and shiny serosa. The myometrium measures 1.2 cm in thickness. The endometrial cavity measures 4.0x1.0 and the endometrium is brownish, soft and elastic, measuring 0.2 cm. 2- uterine cervix measuring 2.7 cm in diameter and 2.3 cm in length without ectocervix. With external slotted hole, measuring 1.5 cm. The endocervical canal exhibits brownish and nomo pleated mucosa, with small cystic cavities, containing whitish and gelatinous material. 3 right fallopian tube segment measuring 6.0 cm in length by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Left fallopian tube segment measuring 6.0 cm long by 0.5 cm in diameter. The outer surface is smooth and shiny brownish. The wall is brownish and elastic, measuring 0.2 c thick. The mucosa is light brown and the lumen is virtual. Diagnosis: 1 uterine cup: proliferative endometrium, without atypia, myometrium with vascular congestion. [Platelet count] on (B)(6)2018: 273 10*3; on (B)(6)2020: 534 10*3; on (B)(6)2020: 464 10*3 [prothrombin time] on (B)(6)2018: 12.2 s, [red blood cell analysis] on (B)(6)2019: unremarkable; on (B)(6)2020: unremarkable, [red blood cell count] on (B)(6)2018: 4.63 10^6/mm3; (date unknown): 4.63 10^6/mm3, [red cell distribution width] on (B)(6)2018: 12.6 %; (date unknown): 12.6 %, [respiratory rate] on (B)(6)2020: 18 breaths/min, 18 breaths/min and 19 breaths/min [smear test] on (B)(6)2019: satisfactory material suitability, squamous epithelia represented in the sample, benign cellular changes, inflammation, bacilli microbiology [specialist consultation] on (B)(6)2018: essure inserted in 2014, patient reports irregular menstrual cycles a lot of dysmenorrhea, pain starting after essure placement, dyspareunia. Diagnostic pelvic pain. Pap smear on (B)(6)2017 negative for neoplasms; on (B)(6)2018: exam normal; on (B)(6)2018: patient1's reports daily pain, dyspareuria and hair loss. Complementary exams performed ultrasound in (B)(6), essure not visualized, on x-ray essure +, hysteroscopy in (B)(6)2018 essure not visualized. Diagnostic of pelvic pain. Patient was informed about preoperative exams and MRI.; on (B)(6)2019: patient returns to schedule surgery to remove essure. Hysteroscopy (B)(6)2018 axis not visualized. Transvaginal ultrasound (B)(6)2018 uterus in anteverse flexion, volume 69 cm³ endometrium 10 mm, right ovary 15.4 cm³, if it is vascularized on doppler 2.3x1.7 cm, left ovary 16 2 cm³ if it is vascularized on doppler 2.2x1.6 cm, MRI (B)(6)2018 no iud in endometrial cavity daily image with low signal in all in all sequences in left anterior pelvic cavity between uterine serosa and left ovary that may respond to the ectopic iud hypothesis diagnosis foreign body; on (B)(6)2019: patient referred to the outpatient clinic for chronic pelvic pain with magnetic resonance imaging showing ectopic essure near the left tube, patient wanting to undergo family planning for tubal ligation. In (B)(6) 2018 magnetic resonance imaging showed no device in endometrial cavity, presence of linear image between uterine serosa and left ovary, hypothesis of diagnosis foreign body in the genitourinary tract; on (B)(6)2019: patient with essure insertion in 2014 with lower abdominal pain, magnetic resonance imaging in 2018 showed that visualized one essure between uterine serosa and left ovary, patient wants to remove essure. Requested preoperatively, and the patient oriented about surgeries or the origin of the pain is not a foreign body; on (B)(6)2020: patient reports that after insertion of essure, she started to present symptoms of pelvic pain and low back pain, hair loss and nausea. Diagnostic hypothesis and essure - chronic pelvic pain, conduct referred for salpingectomy hysterectomy surgery; on (B)(6)2020: post-surgery hysteroscopy subtotal on (B)(6)2020, exams without alteration; on (B)(6)2020: post-surgery hysteroscopy subtotal on (B)(6)2020, patient without fever, diuresis and normal bowel movements [ultrasound pelvis] on (B)(6)2018: essure not visualized. [Ultrasound scan] on (B)(6)2018: ultrasound urinary tract. Kidneys, ureters, bladder unremarkable. Right kidney 105 mm, cortical medullary thickness 11 mm, left kidney 95 mm, cortical medullary thickness 9 mm. Note in the right adnexal region, cystic image, with anechoic content, with thin and regular walls, with posterior acoustic reinforcement, measuring 55x56x50 (volume 83 ml), cyst in the right adnexal region. [Ultrasound scan vagina] on (B)(6)2015: bladder with regular and thin walls, anechoic content, without calculations inside. Uterus in anteroflexion, with normal dimensions, measuring 47x27x45mm, with volume 30.5 cm3. Endometrium measuring 3 mm. Right ovary measuring 25x20x20 mm. Left ovary measuring 34x26x25 mm. Absence of free fluid in the pelvic cavity. Essure normopositioned; on (B)(6)2018: uterus in ateversoflexion, median, with normal shape, contours and dimensions. Homogeneous myometrium, with preserved textural pattern, without signs of tumor masses. Centered endometrial echo, 4.6 mm thick, preserved textural characteristics. Absence of solid or liquid content in the uterine cavity. Topic right ovary, enlarged, rounded image, regular contours, thin and smooth walls, anechoic content, without papillary or vegetations, measuring 75x45x72 mm, (volume 130cc). The study with power doppler showed no central or peripheral flow. Topic left ovary, with conserved dimensions and textural patterns, without signs of solid or cystic tumor formations. Absence of free liquid collections in the bottom of the bag. Measurements: uterus 76x25x52, volume 71.9cc. Right ovary 82x62x76, volume 2009 cc. Left ovary 31x15x27 mm, volume 6.5 cc. Right ovary with enlarged dimensions, due to uniloculated cyst; on (B)(6)2018: uterus in anteroflexion, with normal dimensions, measuring 7.1x3.3x.4.7 cm, with volume 57.7 cm3. It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous, measuring 0.7 cm. Right ovary with regular contours, measuring 3.5x1.6x2.2 cm, with a volume of 6.5 cm3. Left ovary with regular contours, measuring 3.8x2.4x2.7 cm, with a volume of 12.9 cm3. Presence of a thin-walled follicle with regular contours, measuring 1.7 cm. Absence of free fluid in the pelvic cavity. Conclusion follicles in the left ovary; on (B)(6)2018: uterine volume 69 cm3. Right ovarian 15.4 cm3 with cyst 2.3x1.7 cm. Left ovarian 16.2 cm3 with cyst 2.2x1.6cm; on (B)(6)2018: bladder empty. Uterus in anteroflexion, with normal dimensions, measuring 7.5x3.7x4.8 cm, with volume 69 cm3.myometrial echotexture. Endometrium regular, homogeneous, measuring 1.0 cm. Right ovary measuring 3.8x2.6x2.9 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.7 cm. Left ovary measuring 4.2x2.4x3.1 cm. Presence of a cyst with thin walls and avascularized anechoid content on doppler, measuring 2.3x1.6 cm. Absence of free fluid in the pelvic cavity. Bilateral ovarian cysts with functional aspects; on (B)(6)2019: uterus in anteroflexion, with normal dimensions, measuring 5.9x3.9x.5.0, with volume 60.2 cm3 (normal up to 140 cm3). It presents regular contours and homogeneous myometrial echotexture. Endometrium regular, homogeneous endometrium, measuring 0.5 cm. Right ovary with regular contours, measuring 3.5x3.2x2.4 cm, with a volume of 14.1 cm3 (normal up to 9.0 cm3). Left ovary with regular contours, measuring 3.4x3.4x2.5 cm, with a volume of 15.1 cm3 (normal up to 9.0 cm3). The ovaries present hypercogenic, enlarged stroma and multiple anechoic cystic images with a predominantly peripheral distribution. Absence of free fluid in the pelvic cavity. Conclusion ovaries with polycystic appearance; on (B)(6)2019: uterine 7.5x3.7x4.8, 59 cm3, endometrial focus 1.0 cm, right ovarian 3.8x2.6x2.9 cm, vol 15.4cm3 with cyst 2.5x1.7cm, left ovarian 4.2x2.4x3.1 cm, vol 16.2 cm3 with cyst 2.2x 1.6cm; on (B)(6)2020: signs of partial hysterectomy, cervix with preserved echogenicity, right ovary volume 8.5 cm3, two heterogeneous hypoechoic collections, one in the right adnexal region (8x3.9x5.8 cm, volume 110cm3) and in the posterior fundus adjacent to the sigmoid dolus (4.5x2.7x2 cm, volume 12.8cm3) [weight] on (B)(6)2020: 62 kg [white blood cell count] on (B)(6)2019: unremarkable; on (B)(6)2020: unremarkable [white blood cell count] on (B)(6)2018: 6.90 10'3/mm3; on (B)(6)2020: 11.130 10*3/mm3; on (B)(6)2020: 8.930 10'3/mm3. [X-ray of pelvis and hip] (date unknown): essure visalized. Lot number: b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.